Manufacturer narrative:
Correction: brand name changed to ht70 plus ventilator; catalog # changed to ht70; serial number changed to (B)(4); PMA/510(k) 3 was corrected to k111146; device manufacture date changed to 2013-01-01; (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an ht70 plus ventilator motor pump was not working. There was no patient involvement at the time of the reported condition. A replacement pump was to be provided. The pump/manifold assembly was returned to medtronic¿s failure analysis laboratory. An investigation was performed and the reported issue was duplicated. The identified root cause of the reported issue was isolated to wear of the circular bearings for both the linking arm and motor shafts.

Event description:
It was reported that the ht70 ventilator motor pump broke. There was no patient involvement at the time of the reported condition.